Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated with multiple different programmers. Surgical intervention was performed and the crt-d was explanted and replaced. No additional adverse patient effects were reported. The crt-d is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated with multiple different programmers. Surgical intervention was performed and the crt-d was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the crt-d was performed. The device was confirmed to have no telemetry upon return. The device case was opened and the battery was removed from the circuit. The mixed mode integrated circuit (mmic) was polished to remove the tape that was on the mmic to examine it under infrared camera which showed a hotspot confirming there was evidence of a higher-than-normal current traced to the mmic (mixed mode integrated circuit). Cause of mmic failure could not be determined but was isolated to the mmic.